Event description:
It was reported that during a procedure using the magnum2 knotless implant, after the anchor was deployed and the inserter was released from the implant there was significant laxity in the tension of the repair. The sutures were cut and the anchor was abandoned inside the pt. The surgeon chose to complete the procedure using a competitive device. There was no significant delay and no pt complications were reported as a result of this event.